Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the pump event log noted that "power lost while pump was on" events were recorded. Functional testing included use testing. The pump was powered on with a cassette attached and the "power lost while pump was on" message and error coder were duplicated. The main power board was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's main power board.

Event description:
Information was received indicating that ambulatory infusion pump would reboot at power up and then exhibit an error code. No adverse patient effects were reported.